Manufacturer narrative:
The root cause for the reported complaint could not be determined as no sample was returned for analysis. All product and batch history records are quality reviewed prior to product release. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide sufficient lot information. However, all product and batch history records are quality reviewed prior to product release. A root cause cannot be identified at this time. (B)(4).

Event description:
A doctor of ophthalmology reported that approximately eight years following an intraocular lens (iol) implant procedure, the implanted iol needs to be replaced due to glistening problems.